Event description:
Customer complained handpiece tip caused an electric shock which led to both handpiece and tip being burnt. However, no additional information was provided by the customer regarding incident, evaluation of laser, or any patient involvement.

Manufacturer narrative:
The handpiece/tip has not been evaluated because it has not arrived from the customer site yet. A replacement vectus handpiece was sent to the customer. There is no additional information provided by the customer regarding the laser or any patient involvement. This is reportable because it addresses the complaint of an electric shock encountered by the customer. Part did not arrive from customer site.